Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain at the battery site. Interventions included a renal ultrasonogram on (B)(6)2016. There was a report that the event was possibly related to the device or therapy and not related to the implant procedure. The event was not due to programming. On (B)(6) 2015, there were complaints of pain intermittently at the battery site. Pain at the battery site resolved 3 days prior to (B)(6) 2015. Musculoskeletal tenderness above battery site was probable lumbar strain on (B)(6) 2016. On (B)(6) 2016, follow up after evaluation at urgent care for urinary tract infection symptoms of flank pain and increasing urgency. The patient required a renal bladder ultrasonogram to evaluate etiology and on (B)(6) 2016, the ultrasonogram confirmed retention. It was reported that the issue resolved without sequelae on (B)(6) 2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information received from the rep indicated that the information previously provided about the retention, flank pain, and increase in urgency were no longer reported as part of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via the manufacturer representative indicated that the patient's medical history included urgency-frequency, urinary urge incontinence, urinary retention, fecal incontinence, chronic uti, and hypertension. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.